Manufacturer narrative:
Results: a visual inspection of the device found normal instrumentation markings on the casing and header assembly. Communication with the ipg as rec'd confirmed the low battery indicator had been set. The device passed all mechanical and electrical testing. The low battery indication was reset during testing. A f/u query of the ipg confirmed the low battery indicator did not return. This indicates the ipg battery had passivation, which resulted in the low battery message observed in the field. Review of the rec'd ipg programmed settings showed it had been programmed between 1ma to 3.3ma, which can produce passivation in the ipg battery. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's ipg displayed an 'end of life' flag and eventually lost communication. The physician replaced the ipg.